Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in closed position. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer had leaked at the twist clamp. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.